Manufacturer narrative:
External insulation abrasion was noted at 13.5 cm to 13.6 cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient was feeling symptomatic for five months periodically. Patient was not using remote monitor, so the patient presented to clinic for device check. During device interrogation, lots of noise reversions and hvr incidents where noise was inhibiting pacing were observed. Insulation damage underneath the suture sleeve was suspected. Lead was explanted and replaced with no complications. Patient¿s condition was good post-procedure.